Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking from an unspecified location. This was identified prior to use. The device was filled with fluorouracil 3996mg in 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: the device was manufactured from may 13,2019 - may 14, 2019. The actual device was not available; however, photographs of the sample were provided for evaluation. The returned photographs were reviewed, and it was noted that they showed evidence of leak inside a bag that contained the device. The exact location of leak from the device and the cause of leak could not be determined via the pictures. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.